Manufacturer narrative:
The device was returned to conmed and was evaluated. Conmed is conducting an investigation for this incident. A supplemental report will be filed upon completion of this investigation.

Event description:
The procedure performed was a robotic assisted vaginal hysterectomy. A significant vaginal laceration was noted by the surgeon after removal of the vcare device from the vagina. At the end of the procedure, repair of the laceration was performed. The user facility reported that no obvious defects were noted to the device during placement or removal. No procedural delays were reported and the procedure was completed. This report is raised on the basis of a reported patient injury.

Manufacturer narrative:
This is a supplemental report filing as the complaint device was evaluated and an investigation was completed. The device was returned for evaluation on its original opened packaging. The lot and ref numbers were verified. Visual inspection observed the device's lock collar to be locked in place with the lock screw. One imprint was observed on the vcare tube where the lock screw was tightened. The device's engineer reviewed photos and noticed the device's shaft looked straightened out, which could be due to significant force during manipulation of the device. Functional testing found that the uterine balloon did not maintain inflation. Air was injected with a syringe into the device's pilot valve port while the device's uterine balloon was submerged in water, this confirmed an air leak from the uterine balloon's distal tip. This incident was escalated due to the reported injury. Although multiple attempts were made to obtain additional information regarding patient status and details of the procedure, no information has been made available to date. There are no indications from the evaluation that the device would have caused the reported laceration. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformance's regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. A two-year review of complaint history revealed only this complaint for this product and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. The instructions for use provides the following warning. Prior to device removal, ensure the locking mechanism is release via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. This issue will continue to be monitored through the complaint system to assure patient safety.